Event description:
On (B)(6) 2012, the lay user/patient's wife (reporter) contacted lifescan (lfs) alleging that her husband's onetouch verio iq meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 (time not specified). The patient manages his diabetes with insulin (self adjuster) and according to the reporter, the patient continued with his usual dose of 28 units of insulin plus hormone shot and 25 units in the afternoon. The reporter denied the patient developed any symptoms as a result of the alleged issue; however, according to the reporter the patient went to the emergency room (ER) later that afternoon, his blood glucose was tested with the ER's meter (result not known), and he was administered by a health care professional (hcp) a glucagon injection as treatment. During troubleshooting, the csr noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: no error message was observed during control solution tests and the power button is functioning normally. The alleged 'error 1' is not reproduced. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.